Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about four and half years. At the most recent follow-up, however, the longevity remaining decreased to about three years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information was received indicates that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device:

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. The analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about four and half years. At the most recent follow-up, however, the longevity remaining decreased to about three years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information was received indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about four and half years. At the most recent follow-up, however, the longevity remaining decreased to about three years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.